Event description:
Reporter stated that patient was found, "semi-conscious", in bed, at 5:00 am. Patient's blood glucose was reportedly tested, using advantage system 1, with a result of 18.0 mmol/l. Reporter stated that patient's blood glucose retested, on advantage system 2, with a result of 9.8 mmol/l. Emergency medical services were summoned on patient 's behalf. Reporter noted that, within 10 minutes, patient's blood glucose was retested, on paramedic's system, with a result of 2.3 mmol/l. Patient was reportedly treated with "glycogen". No additional treatment was reported. Reporter indicated that quality control testing had been performed on the advantage systems and the values were reported to be outside of the acceptable ranges. The manufacturer requested the return of the suspect products for eval.

Manufacturer narrative:
The event occurred in other country. This medwatch is for the suspect device used in advantage system 2. See medwatch is for the suspect device used in advantage system 1.